Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported the on/off button on front panel display was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.